Manufacturer narrative:
An event of symptoms of chills, fatigue, rigors, lower left abdominal pain and explant due to discovered endocarditis was reported. A returned device assessment, to see if there were any valve abnormalities, could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an (B)(6) 2018, a 27mm trifecta and 33mm epic mitral were implanted into the patient. On (B)(6) 2023, the patient was hospitalized with the symptoms of chills, fatigue, rigors, and lower left abdominal pain. The patient was found to have endocarditis. The valves were explanted from the patient and replaced with 25mm non-abbott and 29mm non-abbott devices, respectively. The patient has since been discharged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.